Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of no image and striped image was not confirmed. But the occurrence and recurrence cannot be denied. Additional issues were identified during the device evaluation: some interference and a flickering image occurred; due to a faulty cable connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer), that during device maintenance, the visera pro video system center presented with poor contact, no image. And an image with stripes when connecting to the scope. There was no patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no images and linear noises on images likely occurred due to failure of a video cable connector. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.